Event description:
It was reported that erosion occurred and a possible pocket infection. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead had a previously reportable malfunction that was reported via an exemption report. The lead was subsequently removed for infection and no longer qualifies for exemption report and is therefore being submitted via an individual report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead had a previously reportable malfunction that was reported via an exemption report. The lead was subsequently removed for infection and no longer qualifies for exemption report and is therefore being submitted via an individual report. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed and the proximal conductor was fractured. It was noted the defibrillation conductor was fractured and distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing over was kinked/buckled, melted and had cosmetic environmental stress cracking, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched.